Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The anchoring balloon was discovered to have a leak during preparation testing. There were no alarms or error messages. The treatment was completed with another of the same device with no pt complications. The pt's condition was reportedly "ok".

Manufacturer narrative:
The pt's age was reported at "over 40" years. The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).